Manufacturer narrative:
The product was returned for analysis and damage to the iol was observed. Additional observations were as follows: iol returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scuffed iol". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scuffed. The reporter believes the plunger was misaligned in the injector. There was no reported patient impact and the procedure was completed the same day with a backup lens. Additional information was requested.